Event description:
The customer reported via phone call that they had blood glucose of 405 mg/dl. The customer reported having issues with the sensor glucose readings being different from the blood glucose readings. The customer recorded a sensor glucose reading of 299 mg/dl when their actual blood glucose level was 405 mg/dl. While troubleshooting, the customer was advised that the sensor glucose and blood glucose difference was not within an acceptable range. The customer was advised that a replacement sensor would be sent. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.